Event description:
Olympic cool-cap system exhibited an unalarmed shutdown characterized by a frozen display screen. This was confirmed by testing at (B)(4) medical on (B)(6) 2009 following return of a device used in (B)(6). (B)(4) distribution partner reported on (B)(6) 2009 that (B)(6) had noted that the frozen screen occurred for them during treatment of two different pts. In both instances, the device was rebooted and the cooling process re-initiated with no further issue. Due to the unalarmed shutdown, the user is unsure how long treatment was suspended (but believes it possibly was 2-3 hours); core temperature was 37c for one case prior to re-initiating cooling. Core temperature was not reported for the second pt prior to re-initiating cooling. No further pt info was reported by the hospital; no adverse events were reported. Upon initial review, this complaint was not considered reportable. The device was received at (B)(4) medical in (B)(4) for eval on (B)(6) 2009. When testing made it clear that this was an unalarmed shutdown, the decision was made to report this event.

Manufacturer narrative:
Add'l serial# ctrl=(B)(4). Cool-cap system returned from (B)(6) customer has been undergoing extensive testing. Root cause appears to be in the hard drive but testing continues at this time. This is an isolated incident and the first ever occurrence of an unalarmed shutdown with the cool-cap system. (B)(4) medical incorporated in (B)(4) will submit a follow-up report to FDA whenever its device investigation/testing is completed.